Manufacturer narrative:
Evaluation: the reported condition of difficult to connect condition was not confirmed or duplicated; therefore an assignable cause could not be determined. Should additional information become available, a follow up medwatch will be submitted. Additional information: batch review was conducted with no abnormality observed. (B)(4).

Event description:
Customer reports that the set will not stay connected to the bbraun set, product code us1320. The process step is unknown. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
The sample has been received but the evaluation has not yet been completed. Upon completion of the evaluation, a follow up medwatch will be submitted. (B)(4)